Manufacturer narrative:
A medtronic representative, following-up at the site, reported the navigation system unexpectedly exited four times after the system re-boot. On 04/19/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/21/2017 a medtronic representative reported uninstalling cranial software 3.0.1 and installing 3.0.2 on the navigation system. After performing multiple registrations and navigating, the medtronic representative was unable to replicate the issue. The system was functioning normally. On 05/12/2017 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site nurse, that while in a cranial procedure, their navigation system software became unresponsive while they were navigating. In trouble-shooting, the medtronic representative confirmed that the site had no mouse functionality. Instructed the nurse to hard re-boot the system and normal function was restored. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.